Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: suspected osteolytic reaction to metal on metal total hip. Her metal ion levels combined were less than two parts per billion. Serial x-rays demonstrated a large cavitary contained defect in the anterior superior acetabular column. (Left).